Event description:
Ous MDR - it was reported that this lead was explanted and replaced due to loss of capture that was observed approximately 1 month after implantation. An implant date was not provided. Should additional information be received this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approx. 15 cm distal to the is-1 connector pin, in the region of the suture sleeve a 360 degree deformation. In this region the lead body was squeezed and the insulation was found damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In this area cuts in the insulation were observed which occurred most likely during the explanation procedure. Blood penetrated the lead. Furthermore, a bend in the distal part of the lead was noted which most likely resulted from mechanical forces applied during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.